Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device could not be turned on" malfunction would likely be related to the power cable not being connected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor experienced the monitor not powering on. The customer attempted to try another outlet and power cord. The customer did not have the direct current (dc) connected along with the alternating current (ac) power cord. The issue was found during installation. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.